Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6) 2017. Upon review of the transmission, ventricular fibrillation episodes that were determined to be noise were observed. The patient had received inappropriate antitachycardia pacing. On (B)(6) 2017 the patient presented to the hospital after receiving an inappropriate high voltage shock due to the noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.